Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, our technician confirmed that the cmos module with drive pcb cloudy (not clear view), the angle wire play, the insertion flexible tube cut, the remote control buttons cut, the angulation up angulation zero degrees, the angulation down angulation decrease, the air water socket chipped/cut o-ring, the cmos module with drive pcb objective lens cracked, and the up pulley wire snapped cut; however, these defects are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and or the risk analysis results, it was evaluated to submit MDR.